Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have lung cancer. The medical intervention that the patient received in response to the event is currently unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused lung cancer. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on oct 25, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused lung cancer. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observed a dust-like contaminant on various components of the device, including the exterior of the humidifier flip lid; the exterior and interior of the iso port (international organization for standardization); the exterior and interior of the water tank; the exterior and interior of the flip lid; the flip lid seal; the dry box, dry box seal, and dry box inlet seal; the top housing; the exterior and interior of the humidifier bottom enclosure; the heater plate; the exterior and interior of the top enclosure; the interior of the side panel; the pca (printed circuit assembly); the flow manifold; the right-side assembly; the humidifier cable; the blower housing and blower; the air inlet seal; and the exterior and interior of the bottom enclosure. A yellowish tint was observed on the flip lid seal, dry box seal, and dry box inlet seal. Hair-like fibers were noted on the blower housing. The ui (user interface) knob and sd card were missing. Potential corrosion or rust was observed on the water tank pan. Additionally, the screw boss on the right-side assembly, where the pca is secured, was stripped. Evidence of potential liquid ingress was identified, with a white, dust-like contaminant consistent with mineral deposits found on the exterior and interior of the iso port, the exterior and interior of the water tank, the interior of the flip lid and flip lid seal, the dry box, the exterior and interior of the top housing, the interior of the humidifier bottom enclosure, the air inlet seal, the pca, and the interior of the bottom enclosure. No evidence of sound abatement foam degradation or breakdown was observed in this device. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed that there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and unable to address the patient's symptoms. Sections d9, h2, h3 and h6 has been updated in this report.